Manufacturer narrative:
An alarm indicative of a potential malfunction of the disposable cassette was reported. The device was discarded and the lot number is unknown; therefore, a device analysis could not be completed. However, a separation was reported between the patient line of the homechoice cassette and the transfer set resulting in a leak, which is known to cause this alarm. The cause of the separation could not be determined. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a homechoice device experienced a system error 2240 (air in line/set) alarm. The patient was not connected at the time of the alarm. This occurred during drain two of five of peritoneal dialysis therapy. During troubleshooting, it was reported that there was a separation between the patient line of the homechoice cassette and the transfer set which resulted in a leak and led to this alarm. The patient confirmed that they tightened the connection before therapy started. Renal therapy services (rts) advised the patient to cycle power off and on to clear the alarm. Rts assisted the patient in removing the cassette and advised to reach out to their nurse regarding the event. Proper procedures per the user manual were reviewed with the patient. Continuous ambulatory peritoneal dialysis (capd) would be performed to complete therapy. There was no patient injury or medical intervention associated with this event. No additional information is available.